Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds )was advanced, resistance was met with the previously implanted stent resulting in the reported failure to advance. Interaction with the previously implanted stent ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the chronic total occluded lesion in the left main coronary artery. The 2.5x12 mm xience alpine stent delivery system (sds) was advanced in the patient anatomy; however, the sds failed to cross the target lesion due to resistance with a previously implanted unspecified stent. While attempting to advance the sds, the stent dislodged in the patient anatomy. A snare device was used to remove the dislodged stent from the patient anatomy. The patient is stable. There was clinically significant delay during the procedure. A new xience alpine sds was used to complete the procedure. No additional information was provided.